Manufacturer narrative:
Updated fields: h3, annex codes: c, d. Intuitive surgical, inc. Received the large hem-o-lok clip applier instrument to perform failure analysis and was able to confirm and replicate the customer reported complaint. The instrument was found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large clip applier instrument has been received; however, failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the large hem-o-lok clip applier would not clamp the clip shut. The issue was identified when the customer attempted to clamp on the vessel. This issue was confirmed to be an unsuccessful clip application. The tissue bundle was within the specified diameter as suggested in the instructions for use (IFU) and occurred during the first application. The instrument was inspected prior to use and revealed no abnormalities. There is no report of patient injury, and no photos/videos are available for review. The procedure was completed with no reported injury.